Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from march 21, 2019 - march 22, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked prior to patient use. The device was filled with 5-fluorouracil, 5g/100ml and sodium chloride 0.9%. This was identified after preparation. The location of the leak was unknown. There was no patient involvement. No additional information is available.